Event description:
On 8/25/1998 following a diagnostic procedure, a pt had an angio-seal device placed in his right groin with hemostasis achieved. On 8/27/998 the pt was readmitted to the hosp with a fever. The pt was started on medication (unasyn) at that time. On 8/29/98 the pt was noted to have localized swelling with erythema at the right groin with increased tenderness. On 8/31/1998 a "large lemon sized swelling" was noted. Urinalysis and blood cultures were taken with negative results. However, a needle was inserted and "pus was withdrawn" from the right groin at that time. On 9/4/98 an incision and drainage of the right groin was performed. As of 11/3/98 there has been no report to the MFR of further complication or pt sequelae.